Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced sweating and a loss of consciousness. It was indicated that the customer was provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.A sensor scan of 1.7 mmol/L was obtained and compared to another ADC meter result of 21.1 mmol/L. The results/comparison readings when plotted on a Parkes Error Grid fall into the "D" zone, showing the difference in values to be clinically significant. The length of sensor wear was six days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (b)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. No failure modes were observed upon visual inspection of the sensor plug assembly. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life.Performed an SMU (Source Measurement Unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise Voltage and Sensor Thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed.An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.In addition, the Device History Recodes (DHRs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution.All pertinent information available to Abbott Diabetes Care has been submitted.